Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A physician reported a metal flake was observed intraocular after a cataract case. The case was completed using the same system, the same handpiece and the same phacoemulsification tip. The physician stated there was no post op complications, no swelling, and no patient harm.

Manufacturer narrative:
Additional information provided: no phaco tip was returned for metal particles that were retained in the eye. No lot number was identified with this complaint; therefore, a lot history review could not be conducted. Because the sample was not returned and no lot information was provided for a lot record review, the root cause for customer complaint issue cannot be determined. The most likely cause of metal particles generated from the phaco tip is from the tip being hit by another instrument during the phaco segment. The manufacturer internal reference number is: (B)(4).